Event description:
The customer contacted baxter's service center to report an alarm and during the conversation the customer report a use error occurred. The home patient (hp) stated that he was using a step stool to get into bed and it pinched the patient line which caused a hole in the tubing that resulted in a leak. The hp closed the patient line and attempted to put tape around the hole and continued using the set. The drain volume equaled -14mls. The technical service representative (tsr) explained that he would need to end therapy and advised the patient to contact his registered nurse about the hole in the line. The tsr assisted with ending therapy. The hp would complete therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2013. He stated that the patient had spoken with him about this incident. The patient was preventatively administered antibiotics. The nurse was monitoring the patient's affluent, and so far it has been clear. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue is confirmed because it was reported that patient put tape around the hole and continue using the set after piercing the patient line by a step stool which caused a fluid leak. The assignable cause is undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.